Event description:
It was reported that the bd pen needle 32gx4mm was unable to deliver insulin. The following information was provided by the initial reporter: when using the needle for the disposable injection pen, the needle was blocked and insulin could not be injected into the body.

Manufacturer narrative:
H6: investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Clog test was conducted on 7pcs retention samples and no needle clog fail found on any samples.

Event description:
It was reported that the bd pen needle 32gx4mm was unable to deliver insulin. The following information was provided by the initial reporter: when using the needle for the disposable injection pen, the needle was blocked and insulin could not be injected into the body.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 3rd complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Lot#0041571 DHR was reviewed and no qn found. Manufacture records were reviewed, no abnormal was found. Pen needle product has 100% clog test in flowguru station, and defect part will be rejected by flowguru station automatically. Clog test was conducted on 7pcs retention samples and all no needle clog fail found. No samples were returned for further investigation. Unconfirmed bd was not able to duplicate or confirm the customer¿s indicated failure mode base on investigation above, the certain cause cannot be concluded at the moment.